Manufacturer narrative:
Per user guide, "only your healthcare provider can determine and help you adjust your basal rate(s), insulin-to-carbohydrate ratio(s), correction factor(s), blood glucose (bg) target, and duration of insulin action. In addition, only your healthcare provider can determine your cgm settings and how you should use your sensor trend information to help you manage your diabetes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 18 mg/dl. Reportedly, the customer experienced the low while driving and was involved in a car accident and was subsequently hospitalized. The customer underwent resuscitation for 18 hours. When the customer regained consciousness, the customer was given d50 glucose and food. The customer was released from the hospital on (B)(6) 2018 with no permanent damage and the issue resolved. Reportedly, the customer had inadvertently changed the basal settings to 8.7 unit/hour instead of the intended 0.87 unit/hour. Review of the pump data logs by tandem technical support verified that the pump declared a maximum basal rate notification to indicate that the user made a basal change that was two times larger than the initial basal rate setting. The customer ultimately acknowledged not having noticed the notification at the time of the initial incorrect entry and verified that the pump was functioning as intended.